Event description:
During a total hip arthroplasty, the surgeon was unable to implant a bipolar endoprosthesis and substituted a unipolar component instead. Surgery was completed with no adverse effects to the pt.